Event description:
A customer's daughter contacted adc via mail in reference to fa notification and has affected strips and had readings that were sometimes too high and sometimes too low. The customer reportedly experienced a hypoglycemic episode on (B)(6) 2010 in the morning when she received the reading of 32 mg/dl on their precision xtra meter, lost consciousness and fell. The paramedics were called, treated customer with an oral glucose and transported her to a local hospital. Customer's daughter stated that customer had a transient ischemic attack and a seizure at the hospital which was the cause of the brain bleed and the reason the customer underwent craniotomy. The reading of 32 mg/dl was indicative of hypoglycemia and consistent with the treatment provided by paramedics. No diabetes-related diagnosis was reported. The caller further reported, for one month prior to this fall the customer's sugar readings "were bouncing, sometimes they were too high, sometimes they were too low. " there was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.